Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a post operative cataract refractive surprise of the right eye with an intraocular lens (iol) calculating aberrometer. Surgeon elected to implant the aberrometer predicted lens, and has indicated the selection resulted in an over correction. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested; however, no information has been received. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The customer did not request servicing for the device. With no additional, related information provided, the customer reported events were not able to be confirmed. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional information; however, no information has been received.